Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced a hypoglycemic event while using the ilet bionic pancreas and subsequently stopped using the device, with the caregiver describing blood glucose below 70 mg/dl and acute neuroglycopenic symptoms. Symptoms included confusion, agitation, upset mood, and feeling unwell consistent with hypoglycemia. Outcomes included user-reported symptomatic hypoglycemia without hospitalization or emergency treatment documented. Investigation included complaint intake, case review, and completion of troubleshooting and education. Investigation of this case revealed no device alarms were reported and no device malfunction was identified based on available information. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.